Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. (B)(6) 2012: litigation documents received. Litigation alleges that the patient suffered physical injuries, injuries to nervous system and pain. The femoral head has been added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.